Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no damge observed on keypad. The up and ok buttons were intermittently unresponsive. The keypad removed and contamination was present under up and ok button contacts. No further defects observed internally; returned battery cap used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.